Event description:
In 1999 the pt underwent an anterior cervical discectomy and fusion at c5-c6 with placement of instrumentation. Adcon-l was administered. Post-op day 11: pt presented with a little drainage from the wound, but no redness, fever or chills. Post-op day 24: dr noted the incision was "dramatically open", but there was "not much drainage at all", and no redness. Post-op day 25: pt was admitted for incision and drainage of the wound. Dr noted the wound appeared clean, and there was no evidence of deep wound infection. A culture of the wound did not produce any bacterial growth. Follow-up day 13 and 34: dr noted that the incision was well healed and that the pt was doing well.